Event description:
It was reported the asymptomatic patient presented to the clinic for a routine follow-up. Upon interrogation, the device exhibited high lv thresholds. The device was reprogrammed to address the issue.

Manufacturer narrative:
(B)(4).